Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon review of the egm it was noted that far-r oversensing caused frequent mode switching. Programming changes were suggested.